Event description:
Customer reported difficulty with needing to make multiple attempts at clicking a button or pressing hard to get the action recognized by the device. There was no adverse impact to the customer's blood glucose level. Customer declined callback, and no action was required for resolution.